Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no reported patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the forceps/suction channel with the suction pump, and the forceps elevator was raised up and down three times during suction. The air/water channel cleaning adapter was used to send air and water to the air and water channels. During manual cleaning, the leak test was performed, which the device passed, and the detergent used was super flash by adachi. The forceps channel/suction channel, suction cylinder, instrument channel port, and forceps elevator were brushed and the distal end was flushed using the distal end flushing adapter. The automated endoscope reprocessor (aer) used was an olympus oer-4 with endo quick detergent and aceside disinfectant. All channels were properly connected and there were no reported problems with the aer. The expiration date and concentration were controlled. The water quality was controlled and the filter was replaced periodically in accordance with the instructions for use. The device was dried by clean towel/paper and stored in storage without a drying function at ambient temperature and ambient oxygen concentration. Olympus is the maintenance company. The device evaluation found the following: due to damage on the charged coupled device unit, the brightness was uneven when halation occurred; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the connecting tube had a dent and a scratch; the adhesive on the bending section cover had a chip, a crack, and a white-clouded area; the plastic distal end cover had a scratch; the adhesives around the objective lens and light guide lens had white-clouded areas; due to damage on the objective lens, there was a doubled image; the switch box had a scratch; the suction connector had a dent. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the gastrointestinal videoscope tested positive for staphylococcus aureus and staphylococcus hominis. Sampling of the outer surface was conducted after two months of storage. The device was quarantined following confirmation of the positive result. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers for additional devices affected: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture result report was not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.